Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump. The patient experienced a seroma. The patient had a sudden change in therapy and was hospitalized due to fever, vomiting, and nausea. The physician accessed the catheter access port (cap) and aspirated the catheter successfully. The cause of the event, interventions, troubleshooting/diagnostics, type of baclofen, concentration, dose, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) and indicated the patient was receiving intrathecal baclofen 500 mcg/ml (daily dose 50 mcg/day as of (B)(6) 2015) via an implanted pump with a start date of (B)(6) 2015 and the therapy was "ongoing". The patient had no known drug allergies and medical history included cerebral palsy and dystonia. Diagnostics performed included blood work/viral panel. A cerebrospinal fluid (csf) culture- "ntd" no type determined) was completed. The patient was on vancomycin and ceftriaxone by the doctor. It was also reported regarding diagnostics "urine culture, blood culture, csf culture, fluid culture, baclofen- ntd". Antibiotics were discontinued and the patient was going to continue with the abdominal binder. It was unknown what the cause of the patient's symptoms was; however ,it was also reported it was felt the event was due to viral syndrome.